Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for an unknown indication. It was reported on (B)(6) 2017, the representative (rep) had been made aware of an issue with the patient¿s personal therapy manager (ptm) via the healthcare provider. It was indicated the information was second hand. It was reported the refill date was not being displayed correctly on the ptm. The ptm had been used after the most recent refill. The refill date on the 8840 clinician programmer did not match the refill date displayed on the ptm. The ptm refill date was supposed to display (B)(6) 2017 for the next fill. The patient was refilled a couple days earlier, and it was indicated the physician had stated the ptm had not been working for a couple of months. The patient¿s pain had not improved when they requested a bolus. The patient believed that every time they tried to get a bolus, they thought the pump shuts off for 4 hours, and it takes that long for the pump to restart. The patient believed that their pain control would improve once the pump restarts. The rep believed it was a "mental thing" with the patient. The rep indicated a new ptm was requested. It was unknown when the problem first began. The ptm parameters were reviewed. The patient was prescribed 3 boluses a day maximum. The lockout interval period (intl) was provided as ¿8.¿ the drug restriction interval (dri) was unknown. The rep did not have the patient¿s ptm, and did not have access to the patient, pump, or ptm. It was indicated the patient had an MRI one to two weeks earlier, but it was unknown why the patient had the MRI. Troubleshooting included reviewing pertinent information per the rep¿s inquires with technical services. The rep was redirected to repair. No further complications were expected/anticipated.

Manufacturer narrative:
Correction: 'adverse event <(>&<)> product problem' should have been selected in the previous regulatory report. The correct option is now selected.